Event description:
A report was received that the patient¿s device was causing discomfort. The physician administered an injection and the patient did well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm,